Manufacturer narrative:
The production record was reviewed, there were no atypical events or observations that would suggest the cause of this adverse event was related to quality of the grounding pad / neutral electrode.

Event description:
Burning sensation reported at the site of pad during procedure. Hospital reported no defects observed on the pad. Pad replaced with another from the same lot with no issues. Patient treated with bandaid and antibiotic